Event description:
Caller (field tfe) was contacted by a (B)(6) after (B)(6) was provided an interrogation showing a 0ohm alert for rv bipolar impedance. Carelink report from this morning (B)(6)2023 as well as a zip file from same transmission. Impedance trends show a drop on both rvtip-rvring and rvtip-rvcoil sic counts started incrementing (B)(6) 2023 uia triggered (B)(6) 2023 stored episodes show oversensing egms (atip-aring and can-rvcoil) are clean indicated to rep that it's possible this is related to an insulation breach. Noted that because tip ring and tip coil impedances are dropping but tip ring and tip coil sensing might be affected, but only way to know is to try it. (B)(6) to review details with doctor. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).